Event description:
When the physician activated output with grasping and twisting a tissue during a liver resection procedure, ptfe pad separated. The physician replaced the device with a similar device. There was no pt harm reported.

Manufacturer narrative:
Since the subject device was discarded by the user facility, the subject device was not returned to olympus medical systems corporation for eval. Based on the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping action (including after the tissue separated), the ptfe pad severely were and deformed, and the pad separates from the jaw. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The description in the instruction manual is cited below. Do not activate output for an extended period while the grasping section is closed without contacting tissue. This report is being submitted as a medical device report in an abundance of caution.